Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 459 mg/dl. Customer had symptoms of nausea and reported of having a stomach virus or some type of infection. Customer reported that during bolus delivery, customer attempted to bolus 5.0 units of insulin but inadvertently suspended insulin and was not sure how much insulin was delivered. Customer reported that agent advised that insulin pump was working as designed. Customer went to see her doctor who advised of a lung infection and customer was given antibiotics. Customer then went to see her endocrinologist who advised that customer was in diabetic ketoacidosis. Customer was sent to the emergency room and was admitted into the intensive care unit on (B)(6) 2016, with blood glucose of over 400 mg/dl. Customer removed insulin pump upon admission and was released from the hospital late on (B)(6) 2016. Customer could not be reached for further hospitalization information.